Manufacturer narrative:
(B)(4).

Event description:
Patient's daughter contacted dexcom on (B)(6) 2015, to report a patient hospitalization that occurred the week of (B)(6) 2015. Patient was hospitalized for ongoing continuation of therapy and treatment. Patient's daughter reported that the patient was set to return home last friday, (B)(6) 2015, but patient suffered a stroke on thursday, (B)(6) 2015. If all goes well, patient is scheduled to return home on friday, (B)(6) 2015. No additional event or patient information is available.